Event description:
It was reported that a user awoke to find the infusion set connector undone and the cartridge dislodged from the ilet, consistent with an infusion set connection issue that interrupted insulin delivery causing blood glucose to rise to 400 mg/dl. Symptoms included hyperglycemia accompanied by nausea. Outcomes included a delay in therapy until the user completed a supply change with guidance. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed an infusion set and cartridge connection not secured, leading to an interruption in insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user handling of the infusion set connection resulting in an incomplete or disconnected setup.